Manufacturer narrative:
Investigation completed 07/17/2017. The customer removed the helicoil and returned the actual component (skull clamp helicoils coming off during pressure testing) that were removed from skull clamps repaired or in question. Due to how these heli coils were removed, the heli coil threads were damaged thus we are unable to perform a dimensional inspection. We are also unable to trace these parts back to the device that it was removed from as these 21 pieces were received in one bulk bag with no supporting information. We simulated the loose heli coil issue by testing a number of a1059 bodies and the torque screw / heli coils. The root cause of the failure is that the friction between the heli coils and the torque screw, exceeded the insertion force.

Event description:
The hospital sent back the a1059 to the distributor to fix the device because the helicoil was protruding outwards. There was no patient involvement reported. The possible serial number of the device could be (B)(4).

Manufacturer narrative:
Integra has completed their internal investigation on may 15, 2017. Results: product was not received for inspection, however a corrective action has been issued to investigate this reported failure (skull clamp helicoils coming off during pressure testing). DHR review; no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this work order# and lot#. No service history is on file for this device. Complaints history; a corrective action has been issued to further investigate this reported failure and as such this project will include the occurrence. Conclusion: the device in question was not received for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.